Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot#: 3730 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot #: 3730 performance issue is not a likely contributor to the event. Vitros tropi es within run precision testing performed by the customer on vitros 5600 integrated system was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Email address for contact office above is (B)(6).

Event description:
The customer reported a non-reproducible, higher than expected troponin I result that was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 3730 on a vitros 5600 integrated system. The magnitude of bias of the vitros tropi es results meets potential health and safety criteria and is reportable. Patient sample result of 0.53 ng/ml vs. The expected result of 0.03 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. After a low tropi es result from a second sample was questioned by the clinician, the original sample was repeat tested and a corrected result was then reported. The patient was admitted for monitoring based on the result and additional EKG assessments took place. No additional medication was administered. An EKG test is a standard, safe procedure and serious health risk was not anticipated. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).